Manufacturer narrative:
It was reported that the hl20 single pump displayed the error message: "beltslip". No harm to any person was reported. The error message was displayed during treatment but the pump did not stop and the treatment was finished without any intervention. Since multiple "beltslip" error messages could lead to the error message "head", which would lead to an unintentional pump stop, a report is required. A getinge field service technician (fst) was onsite for an investigation of the device. The fst replaced the optical tacho board. The optical tacho board was requested for further investigation. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 single pump displayed the error message: "beltslip". No harm to any person was reported. The error message was displayed during treatment but the pump did not stop and the treatment was finished without any intervention. Since multiple "beltslip" error messages could lead to the error message "head", which would lead to an unintentional pump stop, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "beltslip". The event occurred during patient treatment but not pump stop occurred. No harm to any person has been reported. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message: "beltslip" does not lead to a pump stop. This alarm only indicates to the user that the pump speed is smaller than 90% of the motor speed. A getinge field service technician (fst) was sent for investigation and repair. The optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. The reported failure "beltslip" could be linked to the following most probable root causes according to the risk management file: fail of device because of: - failure optical tacho board - defective tacho, relay or pump belt. In addition based on the age of the device and this component optical tacho board (over 16 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2024-07-31 for the period of 2008-07-07 to 2024-05-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2008-07-07. Based on the results the reported failure "error message beltslip" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.